Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she needed to set the settings on her daughter's insulin pump. Customer got a new pump and had the pump for a while but didn't switch over. Customer got a button error alarm and now needs to program the new pump. Customer mentioned that the correction factor is not set high enough and customer's blood glucose is running in the 300-400 mg/dl range. Customer's current blood glucose is 350 mg/dl. Customer treated with the pump using the bolus wizard. Caller was assisted with programming the basal rates and bolus wizard. Caller declined troubleshooting for the high blood glucose readings because they believe that the reason the customer is high is because the carb ratio is not set right. The pump was successfully programmed.